Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. This complaint was initiated due to the reported event being mentioned in medical records provided (patient history/anamnesis). Based on this, the reported event can be confirmed. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unk cup item# unknown lot# unknown. Revitanâ®, distal part, straight, uncemented, 18/140 item# (B)(4). Lot# 2572368. Unk cerclage wires item# unknown lot# unknown. Unk allograft item# unknown lot# unknown. Unk cement item# unknown lot# unknown. G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left total hip replacement on an unknown date followed by multiple revisions. Subsequently, the patient was revised approximately 1 and half year post-implantation due to dislocation. The cup was revised. Diligence is completed and no further information on the reported event has been provided.